Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level ranged from 144-252 mg/dl. The customer reverted to alternate therapy for diabetes management.